Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse did not find any issues or alarms referencing the blood pressure. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has no blood pressure readings.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has no blood pressure readings. There was no injury.